Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Customer stated that the product did not cross the lesion in the left anterior descending branch. They believed the stent was coming off the balloon, so they retrieved everything (guiding catheter, sds, and guidewire). As they were removing the sds, the stent popped off the balloon and sat in the iliac artery. The stent was retrieved with a snare and there was no patient injury. All products used during the procedure were discarded and will not be returned.